Event description:
It was reported that the spo2 value was suddenly lost (flat line). It was observed that the spo2 waveform had an irregular curve. The pt was stable. The led of the sensor remains on and sometimes flashes. The issue still remains despite repositioning the sensor. When the nurses replaced with the same type of sensor from a different box, the problem is not always resolved. When they changed the philips cable, the issue was resolved. When the sensors were tested on rad-5v handheld, the issue was not observed. Additional info received indicated that there was no audible alarm, but only a question mark (?) Appeared on the philips display. The issue occurred during use on pts.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
The event date is (B)(6) 2015. The aware date is (B)(6) 2015. The initial reporter is a healthcare professional. The initial reporter is a nurse.